Event description:
Impedance readings for the 0 and 2 pair were reading low out of range. The implantable neurostimulator was reprogrammed. The pt was programed with 0, 1, 4, 5, and 9-12. The stimulation patterns were good and they were able to cover the pt's pain area. The pt outcome was reported as "good stimulation, no problems".